Event description:
The user facility reported that their advantage plus endoscope reprocessing system displayed an error and the vapor detection equipment above the unit alarmed. User facility personnel evacuated the area immediately and contacted medivators for service. No report of injury.

Manufacturer narrative:
A medivators service technician arrived onsite to inspect the unit and found two broken connectors resulting in a leak. The unit operated as designed to alert the user that there was a leak detected. The unit was installed in 2011 making it approximately 11 years old. The technician replaced the connectors, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.